Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a station was unable to login. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to log in. A field service engineer (fse) visited the site to address issues with the operating room (or) station being offline and remote smart service (rss) not communicating with the server. It was found that the customer had recently switched to a wi-fi connection, which is not supported for rss functionality. They were now planning to transition to a hardwired connection. As this is an internal it issue, no dispatch is currently needed. The system functioned as intended after the field service engineer troubleshot the issue of the device.